Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a baxter employed healthcare professional from (B)(6) (of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient was hospitalized with a diagnosis of peritonitis. At the time of this report, the patient was recovering from the event of peritonitis and remained hospitalized. The outcome for the break in aseptic was not reported. Dianeal pd2 ultrabag therapy was ongoing. Per the reporter, the event of peritonitis was not related to dianeal pd2 ultrabag therapy. The reporter did not provide a statement of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.